Event description:
Colon cancer patient with preexisting incisional hernia underwent hemicolectomy and hernia repair for a ventral hernia with a 10x16 veritas patch. On post operative day 5 patient complained of abdominal pain and a cat scan showed the small bowel had eviscerated around veritas. On post operative day 7 patient returned to surgery where it was found that veritas patch had pulled through the sutures on one side allowing the small bowel to go through fascia and patch. In addition a 200cc hematoma was found as well. The hematoma was treated and the veritas patch was removed and replaced with alloderm. No infection was noted. Patient doing well post surgery.

Manufacturer narrative:
If additional pertinent information becomes available, a supplemental report will be submitted.